Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the two xience stents would not cross. The voyager nc balloon ruptured when inflated to 18 atm. The lesion was heavily calcified. There were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
Results - product performance engineering was unable to determine a conclusive root cause at the time of this report. Eval summary: quality assurance analysis revealed that the balloon catheter was returned with blood visible in the hub, inflation lumen, guide wire lumen, and balloon. There was contrast visible in the inflation lumen and balloon. The balloon was loosely folded. There was no damage noted to the balloon catheter. A new indeflator, filled with water, was used in an attempt to pressurize the balloon when fluid leaked out of a longitudinal rupture in the proximal end of the balloon for a length of 5 mm. There were several scratches parallel to the rupture. Results and conclusions will be forwarded upon completion.